Event description:
The explanted device received at med-el headquarters on (B)(6) 2013. To date no further information has been received.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as follow-up report.